Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that while in the cath. Lab., the berman catheter was inserted into the patient. "During use, a contrast agent entered the balloon. The procedure was continued and no health injury was reported". There was no reported patient death, injury or complications. The patient outcome is listed as good. Additional information received on 04/17/2015; the insertion site was the patient's right femoral artery. The berman catheter was pre-tested successfully. The contrast agent used was optiray 350, concentration: 74.1%. The injection settings: flow late 10ml/s, volume 20ml, actual value 9.9 ml/s, 19.9ml. After the md realized that the contrast was entering the balloon, he removed the catheter and used a new berman catheter successfully.